Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for evaluation.

Event description:
The customer reported in the pacu, distal split septum port collapsed into fluid pathway and leaked during infusion. The infusion was running at a kvo rate. There was no patient harm and medical intervention was not required. No further patient or event info is available.